Manufacturer narrative:
During the time of this complaint and as part of an investigation into preliminary false reactive results, a field product correction impacting select lots of determine¿ hiv-1/2 ag/ab combo was executed. Abbott confirmed the impacted lots that were identified have a higher occurrence of preliminary false reactive complaints due to a subcomponent used in the manufacture of determine hiv-1/2 ag/ab combo. The issue has been isolated to specific lots of the subcomponent that were used to manufacture the impacted kit lots, however the kit lot number was not able to be confirmed for this investigation. The necessary actions to prevent recurrence have been taken, and the correction of product in the field was conducted. The customer was unable to provide the requested information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out of trend / unexpected performance at the lot and product family level.

Event description:
The customer reported seven (7) false positive results with the determine hiv-1/2 ag/ab combo test on various dates with six (6) patients. This report is for patient five (5) of six (6) and test six (6) of seven (7). The sample was obtained via fingerstick, and a capillary tube was used to add the sample to the test card. The customer reported that confirmation testing (platform unknown) was performed on an unknown date that presented negative results. No negative impact was reported as a result and no treatment was started based off of the positive result. No additional information was reported.